Event description:
Pseudogout [chondrocalcinosis pyrophosphate]. Swelling [swelling]. Pain [pain]. Arthritis [arthritis]. Joint fluid was aspirated [joint effusion]. Symptoms improved to the same level as before start of synvisc therapy [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 from an orthopedist regarding an (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous treatment with artz. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml once (first injection of first course) into an unspecified location. The lot number for synvisc was not provided. On the same day, the pt developed pseudogout and experienced swelling and pain. The treatment with synvisc was permanently discontinued. On (B)(6) 2013, the pt visited hospital and 28 ml joint fluid was aspirated by arthrocentesis (joint effusion). It was reported that the pt was tested positive for calcium pyrophosphate. It was reported that, the reporter considered that the symptoms of pseudogout resulted from arthritis triggered by the administration of synvisc and initiated treatment with calonal (paracetamol) and loxonin (loxoprofen). On (B)(6) 2013, the pt initiated treatment with intravenous steroids and celecox (celecoxib) and a fluid retention of 25 ml was noted. On (B)(6) 2013, the symptoms improved to the same level as before the start of synvisc therapy (subtherapeutic response) and hence artz (hyaluronate sodium) was prescribed and an add'l fluid retention of 8 ml was also noted. On the same day, the pt recovered from the event of pseudogout. The outcome for the events of pain, swelling, arthritis and joint effusion was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting orthopedist assessed the causal relationship between synvisc and the event of pseudogout as definite. In the opinion of the reporting physician, the pt's pseudogout was an adverse event to synvisc because the pt had no problem after synvisc was switched to artz. The reporting orthopedist did not provide the causal relationship between synvisc and the events of pain, swelling, arthritis and joint effusion.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.